Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture as the lead was found out to have migrated out of its original position. The lead was explanted. No additional adverse patient effects were reported.